Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection identified physical damage to the keypad which contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported l2keypad damage which was reproduced. Evaluation observed that the number ¿1¿ key on the keypad did not respond. The reported symptom was verified and found to be caused by a damaged keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "l2 keypad damage". There was no known patient injury or medical intervention associated with this event. No additional information is available.